Event description:
The customer called and reported that the insulin pump alarmed with a motor error and was turning off randomly. Customer's blood glucose was 149 mg/dl. Customer stated the insulin pump had not been exposed to a strong magnetic field. Customer was not using the sensor feature and the insulin pump was able to rewind. The customer also stated there were no delivery alarms that had occurred in the past, so no troubleshooting could be performed. The customer did not have the recommended battery type in the insulin pump and could not fully troubleshoot for a failed battery test alarm or blank display, as customer did not have any new batteries. Customer stated there was possible moisture or battery acid in the battery compartment. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.